Manufacturer narrative:
(B)(4). Concomitant medical products: 00598604701, non-augmentable stemmed tibial component option size 5; 00596401651, femoral component option size f left compatible with lps-flex prolong; 00596404010, articular surface size ef 10 mm height "use with plate 5. (B)(6). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. The provided picture identified traces of bone cement on the inferior and superior side of the tibial component. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision approximately three years post implantation due to loosening, which also caused pain. No additional patient consequences were reported.